Manufacturer narrative:
There is no evidence to suggest a device malfunction occurred. The reported blood loss is attributed to the patient's venous needle dislodging after attempts to adjust the needle. The user's guide includes appropriate warnings regarding the potential for venous access disconnection. Facility staff has been notified. No additional information will be provided. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A venous pressure low alarm occurred during a routine hemodialysis treatment. After adjusting the venous needle and line, the operator observed that the venous fistula needle had dislodged. An unknown amount of blood was lost due to the venous disconnect. The operator was able to put in another needle to perform rinseback. The 911 was called and the patient went to the hospital. Hgb upon arrival to hospital was 8.4 g/dl. The patient was admitted overnight and received a slow drip blood transfusion (2 units). Hgb post blood transfusion was 10.8 g/dl. The patient was discharged the following day and continues hemodialysis treatments without further problems. No other medical intervention was required.